Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer alleges to have purchased a blood glucose meter kit with a needle loaded lancet and a test strip in the test strip port. The consumer alleges not to remember what (B)(6) pharmacy the purchase was made and had no receipt for the purchase. The blood glucose meter has been requested back for eval.